Manufacturer narrative:
(B)(4).

Event description:
It was reported the lead was explanted and replaced due to lead noise. No further information is available.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.